Manufacturer narrative:
The "used/damaged" vcare uterine manipulator from the surgery on (B)(6) 2016 was returned to conmed for evaluation, received on (b)(5) 2016 . Visual inspection found the cervical cup, intrauterine balloon, and vaginal cone had completely detached from the manipulator tube. There was evidence that uv adhesive had been properly applied between the manipulator tube and the intrauterine balloon. The intrauterine balloon was torn and a small piece of the balloon remained attached to the manipulator tube, indicating that the balloon had initially been adhered securely. Measurement of the returned components confirmed all dimensions were within specifications and no product defects were identified during examination. The device was returned with the locking mechanism tightened onto the manipulator tube as received. This may indicate that the locking mechanism was not released prior to removal as instructed in the informatiuon for use, IFU. In this instance, the damaged condition of the returned components suggested that the most likely cause of this reported problem is use related. A review of the device history record for this lot was not conducted as the lot number was not made available. A two (2) year review of product history for this device family showed a total of twenty (20) similar reports of "detachment components". During this same two (2) year time frame, (B)(4). It should be noted, of the twenty (20) reports of component detachments, there has been only one (1) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. It should be noted that the end-user facility reported that "upon removal of the vcare from the patient, the green cup was visualized and removed from the patient...". This occurred during a total vaginal hysterectomy. Based on this received information, it is believed that the reported incident is user related due to off-label use of the device. When removing a uterine manipulator at the end of a total vaginal hysterectomy, the uterine specimen is usually removed with the uterine manipulator. Removal of the specimen (uterus) is not one of the documented indications for this device. To reduce the risk of component detachment and patient injury, the IFU provides the following warnings and precautions, as well as removal instructions: - prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. - swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup from the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. - vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. - visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: 1. Intrauterine balloon; 2. Cervical cup; 3. Vaginal cup, 4. Locking assembly, and 5. Thumbscrew) have all been retrieved from the patient.

Event description:
It was reported that during the use of a vcare vaginal-cervical retractor-elevator, medium size, in a total vaginal hysterectomy procedure, the device fell apart. All components were retrieved from the patient. As reported, the procedure was otherwise completed with no further complications or patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.